Event description:
It was reported the programmer head was unable to pick up devices intermittently. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis not able to confirm the reported telemetry issue; rf (radio frequency) head passed functional and systems tests. (B)(4).